Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri58 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead was functional until the patient underwent avr (aortic valve replacement) and a maze procedure. At some point following this, there was inability to sense or determine capture. The lead was programmed off, and later explanted and replaced. No patient complications have been reported as a result of this event.